Event description:
Customer reported he had low blood glucose, 40 mg/dl. Customer also reported issues with the sensor. Customer stated the sensor is sticking. Customer states that he never uses the sensor for the full six day. Troubleshooting was performed. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.